Event description:
The manufacturer sales representative reported that the color band was chipped during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the color band was chipped during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.